Manufacturer narrative:
The uric acid ver.2 reagent lot number is 785580 and the expiration date is feb-2025. The investigation is ongoing.

Event description:
There was an allegation of multiple questionable uric acid ver.2 results from the cobas 6000 c501 module. The reporter also noted reagent probe instrument alarms; the cuvette plate and wash station were dirty and the qc was out of range (resolved by recalibration). Three examples of discrepant results were provided: sample 1 initial result was 1.5 mg/dl, and the repeat result was 6 mg/dl. Sample 2 initial result was 2.1 mg/dl, and the repeat result was 5.1 mg/dl. Sample 3 initial result was 3.1 mg/dl, and the repeat result was 6 mg/dl. The results were repeated because they were not compatible with the clinical history. The samples were repeated on another instrument.

Manufacturer narrative:
A field service engineer (fse) checked the analyzer. The direct root cause could not be determined. Operator maintenance and preanalytical handling issues could not be excluded. No additional issues have been reported. The investigation determined that the service action resolved the issue.